Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical surgery from anterior approach to treat cervical hernia. Intra-op, the screw broke during screwing, but the surgeon succeeded in removing it from the vertebra of patient. The broken screw was then replaced with a new one to complete the procedure. Although the procedure was delayed by 10 minutes, no patient complications were reported.